Manufacturer narrative:
(B)(4). This product is not distributed in the u.s. And does not have a 510(k) number. Evaluation summary: the reported condition of an air alarm was confirmed as a fg.011 air in line - false alarm during device evaluation. The device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection and functional testing were performed. The root cause was determined to be an out of calibration air in line sensor. The air in line sensor was recalibrated to correct the reported condition. The device was returned to the customer in good working condition.

Event description:
It was reported that a flo-gard infusion pump generated an air alarm. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.